Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify check setting alarm due to e52 alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had check settings alarm repeatedly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.